Manufacturer narrative:
Product ID: 3387s-40, lot# va1hkw3, implanted: (B)(6) 2017, product type: lead. Other applicable components are: product ID: neu_stimloc_acc, lot# unknown, implanted: (B)(6) 2017, product type: accessory. Product ID: neu_stimloc_acc, lot# unknown, implanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that the burr hole cover was inherently flawed and the design did not work to keep the leads in place. The physician added a dog-bone plate and two screws to secure the leads. The lead end of the boot was cut from the lead cap kit to cushion the plate. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1hkw3, implanted: (B)(6) 2017, product type: lead. Product ID: neu_stimloc_acc, lot# unknown, implanted: (B)(6) 2017, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient weight was updated.